Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated and the customer¿s complaint was confirmed. The device's oxygen blending module was recalibrated to address the issue. In addition of the above evaluation, device's pollen filter and oxygen blending module gasket was replaced. The unit passed all the test.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.